Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to dislodgement. The patient was hospitalized for pneumonia at which time a central venous pressure line was inserted, from the righ-side. Upon insertion the line dislodged the lead.